Manufacturer narrative:
Device return requested. There are no previous complaints on this device. The complaint will be reopened and updated in the event the device involved or additional information becomes available. A follow-up MDR will be submitted in the event additional information becomes available. A CAPA has been opened in order to fully investigate and address the root cause of the reported event. Reference to complaint #(B)(4).

Event description:
On (B)(6) 2024, znyo medical received a report from the customer that the device was reported to have a flowrate offset: -06%. No patient was involved.

Manufacturer narrative:
Previously filed MDR# 3006575795-2024-00602 is a duplicate of MDR# 3006575795-2024-00603. Refer to 3006575795-2024-00603 for event details. Reference to complaint #: (B)(4).